Event description:
The following has been reported: biomed reported: "service needed error" patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Unit started up with double red pump alarms. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering pneumatic assembly and unit passed. Air compressor will be removed and replaced during repair process. No other damage found.